Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2021-02075. This report was submitted as a duplicate report of the previously submitted report.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a cough, headaches, and fatigue. The patient was prescribed steroids and antibiotics in response to the reported event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.